Event description:
The physician used a cook endoscopy percuanteous endoscopic gastrostomy set during a feeding tube placement procedure. The tube was advanced over a pre-positioned wire guide into the patient's esophagus. During advancement of the tube, separation near the midpoint occurred. Due to the position of the tube, removal was easy. An injury to the patient was not reported.